Event description:
During evaluation by a baxter personnel, a colleague infusion pump failed a test of contrast control function. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty contrast potentiometer. No further testing has been completed at this time and no repairs have been performed due to estimate refusal by the customer. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.